Manufacturer narrative:
One tapered screw-vent implant (tsvt4b16) and one unknown zimmer biomet abutment were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the products were not returned. No pre-existing conditions were noted. The products were intended for an unknown tooth location. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (63630326) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. However, DHR review could not be performed for the unknown abutment as the lot number was unknown. Complaint history review was performed for the lot (63630326) for similar events and no other complaints about nonconforming events were identified. However, complaint history review could not be performed for the unknown abutment since the lot/item number was unknown. Based on the available information, device malfunction and the reported event could not be verified since the products were not returned. The following sections have been updated: h3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report d1: brand name d4: catalog number g3: date received by manufacturer g4: PMA/510(k) number g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that an unknown abutment will not seat in the implant due to damaged threads needs to rethread the implant requesting the correct tools, abutment information is unknown. Tooth location not reported.